Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of damaged door was identified during visual inspection and functional testing as well as alarm log review as a door open alarm. The cause of the condition was determined to be due to a missing magnet in the door. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.